Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer had tried delivering a manual bolus, and the numbers kept going up. The customer was unable to stop it. Then, the device times out and the screen went blank. None of the button presses would activate the screen. Then, the insulin pump alarmed button error. The customer's blood glucose was 176 mg/dl. The customer stated that the device was in their car. The customer also stated that they go running, but they take the insulin pump off when they run. The discontinuation of the device was advised. The customer was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No button error alarm noted. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.